Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2025).

Event description:
It was reported that prior to an angioplasty procedure, attachment for luer lock syringe on balloon port allegedly detached. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest dilatation catheter was returned for evaluation. The inflation hub completely detached from the catheter shaft, no other specific anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. Three photos were reviewed. The first and second photos show the device label on which the product details were able to be verified. The third photo shows the catheter within the innermost carton, in which the inflation hub is completely detached from the catheter shaft. There were no other anomalies discovered. Therefore, the investigation for the reported inflation hub detachment is confirmed, as this anomaly was confirmed on the visual evaluation of the returned catheter. The reported allegation was also observable on the submitted photos for review. A definitive root cause for the reported inflation hub detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2025)

Event description:
It was reported that prior to an angioplasty procedure, the attachment for luer lock syringe on balloon port allegedly got detached. There was no patient contact.